Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of over 700 mg/dl. Customer stated that she'd been sick so her blood glucose value was already high in 300 mg/dl. Customer stated she was lying down for most of the day when her blood glucose value started to go up to 500 mg/dl. The customer was treated with manual injection. Customer declined to troubleshoot for high blood glucose value. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.